Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned. Although reported to be (B)(4), the returned product was identified as emg tube (B)(4) nim trivantage 6.0mm ID. The condition of the device indicated use. There was considerable amount of bio-residue present on the cuff. Upon evaluation, the electrode wires were found intact to the emg tube and appeared free of damage. A cuff water test was performed by submerging the inflated cuff in clean, deionized water. The cuff was inflated and submerged, and bubbles were visible indicating a leak in the cuff. Under magnification, the cuff appeared to have two pin-hole size tears. The complaint was confirmed.

Event description:
It was reported that during a procedure on an (B)(6) year-old female, there was a slow leak in the cuff of the emg tube throughout the case. Subsequently, the cuff continually needed to be reinflated during the case. The physician was able to complete the case without any patient impact.